Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that the pre-operative merge at t11 contained a shift in the ap and lateral images. Pre-operative merge shifts can lead to navigation integrity issues and the misplacement of screws. Furthermore, investigation of the fluoroscopic images assigned to t11 revealed that the ap image was reversed from the c-arm, while the lateral image was not. The software alerted the user with a warning stating "associated fluoro images inconsistent", while assigning images to levels. Additionally, the case logs revealed that a large portion of the fluoroscopic images were captured while movement was occurring or with the refresh button. This can increase the possibility of a tracking error. Additionally, during the placement of t11-r, the software detected and then alerted the user of excessive deflection during screw placement, which can be caused by skiving. The misplaced screw was corrected intraoperatively and no adverse effect to the patient was reported. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.